Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for calibration. The device continued to receive a message saying "calibration required" even after calibration was completed. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine calibration required error. Ts recommended to perform calibration, accuracy, preventive maintenance, replace logic board and return module back to factory. Customer will call back if issue still persists. Device history record a review of the device history record showed the device had a manufacture date of 29mar2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting

Event description:
It was reported that the device failed preventive maintenance for calibration. The device continued to receive a message saying "calibration required" even after calibration was completed. There was no patient involvement.